Event description:
The ultipaq cerectye microcoil got stuck during advanced through the sl-10 microcatheter. When the coil was removed and checked in the tray; the connection between the green and white sheath part of the sheath was kinked. When the coil was returned for analysis, it was found to be compressed and stretched. There was no serious injury or required intervention as a result of the event.no other information is provided for this case.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis; however the microcatheter used was not returned. The unit was returned with the unsheathed coil entangled around the sheath. The coil had been severely damaged at the 4th through 7th and proximal secondary windings off the ball tip. The proximal winding had compression damage in multiple sections. Secondary windings 4 through 7 exhibited stretching with one section of damage appearing to have been caused by returning the coil unsheathed. Located off the proximal end at 7.0, 15.0, 63.5, and 97.8cm are severe kinks. The hypotube/braid junction had a memory retained loop. There was outer sheath separation at this area. The locking mechanism was correctly located. Located 8mm distal to the resheathing tool, the bent hypotube lined up with severe mechanical damage to the sheath which resulted in an opened skive. No sheath damage was found at the distal protrusion point of the device positioning unit (dpu). Or the remainder of the sheath except as noted. The coil was returned severely damaged. Two possible contributing factors related to the complaint event were found. The evidence suggests that the compressed proximal end of the coil and the kinks found on the device positioning unit (dpu) were most likely the result of distal interference inside the microcatheter. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The second factor is the dpu protruding outside the sheath distal to the resheathing tool. Mechanical sheath damage which resulted in an opened skive allowed the dpu to protrude outside the sheath. In this condition significant resistance will occur during coil advancement. The circumstances of how and where this damage occurred cannot be determined. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.